Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is being reported under the FDA MDR malfunction precedence "stent kinked/ bent." Before using this product for procedure, the side hole of this product pigtail was "kink".

Event description:
This file is being reported under the FDA MDR malfunction precedence "stent kinked/ bent" before using this product for procedure, the side hole of this product pigtail was kink.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). (B)(4). Importer site establishment registration number: (B)(4). The device involved in the complaint was evaluated in the laboratory on 09 nov 2018. Lab findings were that there were kinks at second and fifth portholes on the tapered end of pigtail. Documents review including IFU review: prior to distribution all zebd-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Upon review of complaints, this failure mode has not occurred previously with the lot number c1515557. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c1515557. It may be noted that according to the instructions for use, ifu0045-6, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. According to the instructions for use, ifu0045-6, the user is advised of the following: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent". The failure of ¿kinks at second and fifth portholes on the tapered end of pigtail " was observed in the laboratory. A possible root cause of ¿device becomes damaged / displaced during transportation and storage¿ was identified from information received from customer. Customer complaint confirmed as failure was verified in laboratory according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.